Event description:
The issue occurred during unspecified therapeutic procedure. The procedure was completed using similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked video connector, corrosion of electrical contact points, oredome water tightness failure and ccd (charged coupled device) water ingress. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that cracked video connector, corrosion of electrical contact points, damaged oredome, ccd (charged coupled device) water ingression, cable buckling and defective focus ring are the causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited cord stickiness. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.